Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The reported complaint of a mid:09 (air trap assembly) error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by a biomed technician at the customer's site. The root cause was determined to be a damaged air trap block assembly as the liquid was noted on the air trap sensors due to the liquid spillage likely occurred during the setup of the console as a result of user mishandling. The air trap sensor block was replaced to remedy the fault. Following the biomed service and repair, the console passed all the testing with no issue or faults observed. The console functioned as intended. The console was placed back into service. All service records will be retained by the customer.

Event description:
During setup for patient use, the thermogard console (sn (B)(4)) displayed a mid:09 (air trap assembly) error message. Another thermogard console was used to continue with treatment. No consequences or impact to patient.